Event description:
Information was received indicating that a high-pressure alarm was displayed after 48 hrs of infusion and was resolved when the cadd extension set was changed out. There was no report of patient injury or medical intervention as a result of this event.